Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 3.50 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat lesion. During introduction, it was noted that the device was damaged. The procedure was completed with another 3.50 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system. No patient complications were reported and the patient's status was stable.